Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that a button was not responding on the customer's insulin pump during bolus delivery attempt. The customer had been out wearing the insulin pump on a snowy day. It was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 157 mg/dl. Nothing further was reported.